Event description:
It was reported that in a replacement procedure this device was initially implanted and the pocket was closed. Testing was performed by inducing the patient and when the device delivered a shock, there was a popping noise and the patient was not converted. The shock impedance was low and out of range. External conversion was required to convert the patient. The device pocket was opened and it was determined that there was current flow leakage from the device and the electrode had been shorted. The entire system was replaced. No additional adverse events were reported.

Event description:
It was reported that in a replacement procedure this device was initially implanted and the pocket was closed. Testing was performed by inducing the patient and when the device delivered a shock, there was a popping noise and the patient was not converted. The shock impedance was low and out of range. External conversion was required to convert the patient. The device pocket was opened and it was determined that there was current flow leakage from the device and the electrode had been shorted. The entire system was replaced. No additional adverse events were reported. This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned lead was inspected and analyzed. Visual inspection of the lead noted the lead tip had become separated. Stretching of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Evidence showed superficial scared/melted in polyurethane insulation (which likely caused by electrocautery) in the vicinity of arcing damage site.